Manufacturer narrative:
Initial reporter address: (B)(6). Two devices for external blood leaks were received for evaluation and photographic samples were received for the three internal blood leaks. During visual inspection of the provided photographic samples, a large amount of blood is clearly visible on the dialysate side of the bundle area due to a crack in the pur potting. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. During visual inspection, the two devices show no evidence that either product came into contact with blood. Functional leak testing was performed and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) external and three internal (3) blood leaks originating from unspecified locations of five (5) polyflux170h devices during hemodialysis therapy. It was not reported how many patients were involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.